Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message upon power up and then the unit powered off by itself. This platform shut off while it was in use with a li-ion battery, not with a nimh battery. There was no patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 4/8/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. The platform was functionally tested and the reported complaint was confirmed; the platform displayed a user advisory 16 (time-out moving to take-up position) during testing. Further inspection determined the cause to be that the drive train motor brake had rusted and was seizing up. After cleaning the corrosion and rust off and re-adjusting the brake gap, the platform was re-tested and passed functional testing with no other user advisories or warnings observed. A review of the archive was performed and multiple ua 16 codes were observed on the reported event date. Based on the initial investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed during functional testing and archive review. Inspection of the device determined the cause of the reported ua 16 code to be that the drivetrain had rusted and seized up. After cleaning the corrosion and rust off and re-adjusting the brake gap, the platform passed all test criteria.